Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient notifier alerted high lead impedance. Increased sensing and capture threshold were also noted. The lead was capped.